Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information was requested and the following was obtained:please explain what is meant by, "the stapler did not fire properly?" This is not clear.it was distal gastrectomy. During use of ecr60b, staple line formed left side from cut line and did not form any staple line to right side of cut line.how was the case completed? Case was later completed by hand sutures.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual condition and fully fired. No functional testing could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure the stapler did not fire properly. No patient consequences reported.